Manufacturer narrative:
Per the instructions for use (IFU), valve migration is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure.  There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator.    According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall.  Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration.  Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle.   The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification.  The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations.  Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv).  Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures.  The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Although the exact cause for the events could not be confirmed, it is likely that valve migration was caused by patient factors (asymmetric degenerative calcific burden) and procedural factors (malposition of the valve inferior to the annulus leading to poor apposition to the aortic wall, undersized valve).  The lvot obstruction and severe mitral regurgitation were likely caused by the valve migration.       The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Manufacturer narrative:
The date of event is unknown therefore the first day of the month the article was received was entered, 1-nov-2017.  Investigation is ongoing.   Bibliography: seese, laura, et al. "The delayed southern migration of a transcatheter aortic valve." European journal of cardio-thoracic surgery (2018).

Event description:
As reported in a journal article titled, "the delayed southern migration of a transcatheter heart valve", one day post transfemoral tavr procedure in the aortic position, echo revealed migration of the 23mm sapien 3 valve with left ventricular outflow (lvot) obstruction and severe mitral regurgitation.  The 23mm s3 valve was explanted and replaced with a non-ew surgical valve. Initially, the 23mm sapien 3 valve was deployed in an 85:15 aortic position.  Intraoperative imaging showed appropriate positioning of the valve relative to the annulus with mean valve gradients of 8 mmhg.  Postoperatively, the patient was stable without complaints of new symptoms.  A routine echocardiogram on post-operative day (pod) 1 revealed migration of the s3 into the lvot exposing the stenotic native valve and creating a prosthetic valve mean gradient of 40 mmhg as well as the impingement of the s3 on the anterior leaflet of the mitral valve causing severe mitral regurgitation.  The patient subsequently underwent open-heart surgery with retrieval of the migrated valve and surgical aortic valve replacement (savr) with a non-edwards valve. Post-surgical mean gradients across the aortic valve were 5 mmhg.  The patient was discharged 4 days following savr and recovered without complications.

Manufacturer narrative:
UDI reference number (B)(4).